Event description:
Ceramic-on-ceramic hip prosthesis shattered. Placed 2000. New prosthesis implanted "acetabular liner failure." No report of trauma. No information about implant identification known.